Event description:
Information received on 9/15/06 from the patient indicates that his male sling had been removed due to "doctor put it in improperly." Additional information received on 10/30/06 indicates pain/suffering.